Event description:
It was reported that the ilet user experienced a blood glucose low of 55 mg/dl after announcing a ¿less than¿ meal and consuming approximately half a hotdog with a few sips of soda. It was noted that the user had been consistently announcing ¿less than¿ for usual meals due to reduced intake on a glp; the issue involved user interaction with the device interface and meal announcement procedure. Symptoms included hypoglycemia without symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem was found, a usage problem was identified, and the medical device problem was characterized as an improper or incorrect procedure or method related to user interface and meal announcement behavior. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error contributed to the event.